Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. It was also learned through the operative report provided that the patient expired later the same day to right heart failure. Per the operative report of (B) (6) 2009, "the smallest available ring, a 26mm physio ring was implanted but this failed to adequately address the mitral regurgitation on static testing. The ring was therefore removed and it was decided to replace this valve." The ring was removed and the valve was replaced. "An attempt at weaning from cardio-pulmonary bypass was then made, however soon after coming off cardio-pulmonary bypass the right heart failed and we had to emergently re-institute cardio-pulmonary bypass. A further period of reperfusion was then undertaken. Another attempt of weaning from cardio-pulmonary bypass was then made using increased doses of inotrope (adrenalin) and the intra-aortic balloon pump, which was already in situ. Again a successful wean was performed and the patient remained stable for a period. Haemostasis was ensured. Atrial and ventricular wires were attached and drain tubes were inserted. The chest was then closed with figure 8 stainless steel wires and the pre-sternal tissues closed in layers using vicryl and monocryl. Unfortunately during the period of chest closure, the patients blood pressure again dramatically dropped and it was again due to right heart failure. This may have been precipitated by blood product administration as the patient had been clopidogrel up until the moment of operation. At this point it was decided that nothing further could be done, and the patient was transferred back to the intensive care unit with a very low blood pressure, to allow the family to say goodbye prior to the patient passing away soon thereafter."

Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.